Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on bus. A field service engineer observed that drawer 4.2 (main half height) was not detected on the bus. After discussing with the customer, it was noted that this drawer has a history of recurring issues. Inspection revealed that the drawer board was an older style. The station was powered down and the back panel removed. The pyxibus cable and all drawer components were detached. The drawer controller board was replaced, and the retractor band, latch sensor, position sensor, and solenoid assembly were seated onto the new board. The pyxibus cable was reattached, and the station was powered back on. Firmware was allowed to update on the new board. Once complete, the application was launched, and all failures were recovered. All drawers in the main cabinet were tested for position and latch sensor functionality. Additionally, the rails for all drawers in the main cabinet were tested and verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.